Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. Reportedly, the pump was emitting occlusion alarms. It was reported that the cartridge and infusion set can be prime manually. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed occlusion alarms. The force at the time of the occlusion was high. The rewind, load cartridge and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no occlusions occurring. The pump was opened and there was no damage found to the force sensor circuit. The force sensor calibration test revealed that the sensor was detecting a low force and not within specifications. The resistance on the force sensor was measured and was found to be high and out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.